Event description:
It was reported that during a leg surgery, the tourniquet pump would not hold pressure. There was some blood leakage into the surgical site, but there was no reported intervention or additional treatment given due to this event.

Manufacturer narrative:
The pump was received at the MFR for eval, and the reported condition of the device not holding pressure was confirmed. Based on the investigation details, the likely cause was problems with the pneumatic assembly, which was replaced.